Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and an unk mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure concurrently with cystoscopy.

Manufacturer narrative:
Date sent to FDA: (B)(4). It was reported that following the procedure she experienced pain. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 12/6/2018. (B)(4). Additional narrative details: it was reported that following the procedure the patient experienced large midline abdominal scar, urge incontinence, incomplete emptying of the bladder, and grade 2 cystocele. No additional information was provided.